Event description:
It was reported that the pulse generator exhibited back up vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator exhibited backup vvi due to a high current drain.